Manufacturer narrative:
Evaluation, results: (root cause could not be identified); inherent risk of procedure (reaction, restenosis); no results available since no evaluation performed (device was not returned for review). Conclusion: inherent risk of procedure (reaction, restenosis); (root cause could not be identified). (B)(4).

Event description:
It is reported that the patient had two resolute integrity drug eluting stents implanted, one rsint25012ux in the rca vessel and one rsint25012ux in the cx vessel. The vessels were described as having little tortuosity, little calcification but 80-90% stenosis. Both stents were implanted successfully and post dilated with nc sprinter balloons. However, it is reported that approximately 3 days post implantation, the patient developed a fever. The patient was administered prednisone which helped the fever subside, but when the course of medication was discontinued the patient started to experience chest pain. The patient notified her physician of the chest pain. The timeline for the reported chest pain was approximately 4 months after the index procedure. The physician scheduled a cath lab and discovered that both stents had become re-stenosed. To treat the re-stenosed stents the physician pre-dilated the stents and implanted two integrity bare metal stents where the rsint stents were. No other clinical sequelae reported. Cine image review: two procedural still images were provided for review. The images confirm deployed stents in the rca and lcx vessels. The procedural images confirm the occlusion/restenosis in the deployed stents.